Event description:
The reporter stated that she had an er1 message a long while ago. When she got the er1, it was from inserting the strip into the meter. She removed and re-inserted the strip and got a normal result.